Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Reportedly, the customer had not resolved high bg, however customer said they would resolve it with manual insulin therapy. The customer reverted to manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.